Event description:
Philips received a complaint from a customer regarding a v60 ventilator that was displaying intermittent touchscreen errors. There was no patient involvement at the time the issue was identified. The customer evaluated the device with assistance from a remote service engineer (rse) and confirmed the reported issue. Using the touchscreen diagnostics page, it was observed that the touchscreen was not responding correctly. Although the unit passed touchscreen calibration, it failed to respond at the alarm silence button. The rse advised that the touchscreen should be replaced to resolve the issue. The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it was confirmed unit did not meet product specifications. It was determined that the touchscreen was the cause of the reported issue. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Should the touchscreen be returned at a later date, this complaint may be reopened to document the root cause analysis.